Manufacturer narrative:
Date of event: date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient was receiving a por message. There were no factors that might have led/contributed to this but the representative noted that the patient was experiencing delayed charging for about 2 weeks. A programmer was used to clear the por and the patient was able to charge the ins normally. The issue was resolved. No symptoms or further complications reported.